Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence. It was reported that patient underwent removal of mesh in (B)(6) 2010 [date unknown] due to inability to urinate. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency of urination, urinary frequency, and stress incontinence.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that following insertion the patient experienced urinary tract infection and burning sensation.

Manufacturer narrative:
It was reported that following procedure the patient experienced urinary retention and infection. It was reported that patient underwent mesh removal on (B)(6)2010 by dr. (B)(6)at (B)(6) hospital.